Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had exposed the insulin pump to fluid because she had dropped the pump in the toilet. Customer's blood glucose level was 127 mg/dl. Troubleshooting was performed and customer was advised to monitor the pump. No additional information provided.